Event description:
It was reported that the patient had an infection at the implantable pulse generator (ipg) site. The patient underwent an ipg explant procedure and was administered with antibiotics. The explanted device was discarded by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.